Event description:
It was reported that, during an office follow-up, the shock impedance was less than 30 ohms. There patient is very thin. Technical services advised that it may be okay but recommended further evaluation with a commanded shock. There were no adverse patient effects. The system remains implanted.